Manufacturer narrative:
Study source - (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty treatment performed on (B)(6) 2017 as part of the e7086 (B)(6) clinical study. On (B)(6) 2017 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, while hospitalized following the procedure, the patient experience dyspnea and respiratory chest pain. Hospitalization was prolonged due to the dyspnea and respiratory chest pain. Other than hospitalization, no treatment has been reported. On (B)(6) 2017 the dyspnea and respiratory chest pain resolved, and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Post- bronchodilator: fev1: 1.26, fev1 % predicted: 62.90, fvc: 2.13, fvc % predicted: 89.00.